Manufacturer narrative:
(B)(6). Date of report: 13aug2019. The manufacturer¿s international service technician could not confirm the reported proximal pressure sensor range error issue. However, a check of the diagnostic report recorded an occurrence of the proximal pressure sensor range error code. The manufacturer¿s international service technician performed the specified functional check and assumes that the proximal pressure sensor was reset by the unit rebooting. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the proximal pressure sensor range error" alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.